Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the reported issue with the analyzer; no faults found with the analyzer. Analyzer passed functional and systems tests. Concomitant medical products: product ID: 2067 radio frequency head. (B)(4).

Event description:
It was reported there was noise when using the analyzer. The programmer worked after a restart. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.